Event description:
It was reported the patient received an inappropriate shock from the right ventricular (rv) lead due to oversensing. The rv and superior vena cava coil impedances of the rv lead had also dropped significantly and it was questioned if there was a possible rv lead fracture. Also, the left ventricular (lv) lead pacing impedances had spiked numerous times and the lv epicardial leads both appeared fractured under fluoroscopy. It was noted that the patient had one leg amputated in the past and as such has had to use their upper body strength for mobility. The rv lead was capped and replaced and the lv leads were capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing with ventricular non sustained tachycardia (nst) less than equal to 200 ms between (B)(6)-2012. Also ventricular fibrillation (vf) equaling 150 ms average v-cycle on (B)(6)-2012. There was interference/noise with ventricular short interval count (v-sic) equaling 16 counts, in 0.30 day, on (B)(6)-2012 in the timeframe between 02:37:59 and 09:56:52.